Manufacturer narrative:
Further investigation found excessive leakage under the spacer of the test strip. The most likely cause for this leakage was that the strip was mishandled and contaminated with water and then re-dried in the vial. This could have caused or contributed to biased results.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The returned meter and strips were tested with retention controls: control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results with vial #1: level 1: 15 mg/dl (out of range). Level 2: 165 mg/dl (out of range). Results with vial #2: level 1: 31, 28 mg/dl (out of range). Level 2: 273 mg/dl. Results with vial #3: level 1: 28 mg/dl (out of range). Level 2: 234 mg/dl (out of range). Results with vial #4: level 1: 44, 43, and 45 mg/dl. Level 2: 307, 299, and 307 mg/dl. Vials #1-3 produced low, out of range results that are not acceptable. Vial #4 produced acceptable results. The returned meter was tested again with retention strips and retention controls: control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results with retention strips: level 1: 43 mg/dl, 44 mg/dl, and 44 mg/dl. Level 2: 306 mg/dl, 304 mg/dl, and 306 mg/dl. All returned results are within the acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
There was a complaint of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 7:27 the meter result was 50 mg/dl and at 7:28 the meter result was 66 mg/dl. The patient was given .5 amp of d-50 IV at 7:32. At 7:54 the meter result was 149 mg/dl.